Event description:
It was reported that patient has had pain since having surgery. Patient currently has an infection in her knee and is going to have the implant removed on friday, (B)(6), 2013. The patients activity level is sedentary.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an left unknown stryker knee.an evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon cr insert was reported. The event was confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿shape match was not used in this case. No examination of the explanted components is available. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for the infected total knee arthroplasty in this case.¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot or sterile lot. Conclusions: the culture obtained from the wound identified the isolate as staphylococcus epidermidis. Based on the data reviewed, it has been determined that the introduction of the reported causative agent of this post-operation infection was not via the medical devices. The following devices were added to this report: triathlon asymmetric x3 patella; cat# 5551-g-350; lot# 06am; triathlon cr fem comp #3 l-cem; cat# 5510-f-301; lot# s498m; tri ts baseplate size 4; cat# 5521-b-400; lot# htfxa; it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's infection.

Event description:
It was reported that patient has had pain since having surgery. Patient currently has an infection in her knee and is going to have the implant removed on friday, (B)(6) 2013. The patients activity level is sedentary.